Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100508193 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in scrotum and discomfort. As a result, the device was explanted and replaced with a malleable. No further patient complications were reported.